Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a damaged cable. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, there was a cut in the trunk cable and an intermittent short in the trunk cable. The cause of the test failure is the intermittent short. The cause of the intermittent short is the cut in the trunk cable. The root cause of the damaged cable and internal wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.